Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Additionally, diagnostic imaging was performed, but no abnormalities were revealed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.